Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the device. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the top of the grasper broke off and the surgeon had to retrieve it from patient's abdomen. The case was completed with another device of the same product code. There were no patient consequences reported.